Event description:
Hosp reported that a seriously ill infant was placed on extracorporeal membrane oxygenation (ECMO). Following 48 hrs of bypass support, a slight leak occurred at the base of the bio-pump. The bio-pump was replaced with a second device, and the case continued with no compromise to the pt. The pt later expired, however, the perfusionist indicated that it was unrelated to the incident.